Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that during a patient event, the treatment of hypotension was delayed due to the difference in readings between nibp and ibp. The patient subsequently died of septic shock.

Manufacturer narrative:
The issue was verified from the provided images. The involved device was requested for analysis but the serial number was not known and therefore could not be identified. As the involved device was not available for testing, similar devices were tested using a patient simulator. It was found that nibp readings were within acceptable margins and the m540s read similar blood pressure values when compared to each other. After performing internal clinical testing comparing the disposable nibp cuffs (type used at the site) with reusable nibp cuffs, it was found that there was no significant difference in pressure readings. Draeger clinical engineering went onsite to gather data, the workflow used at this site and to perform testing. It was found that nibp readings during the testing on patients with lower pressure were reading higher than the ibp readings. The difference between nibp and ibp became more severe the lower the pressure (low perfusion). The IFU states that inaccurate nibp readings can occur on patients with certain conditions including low perfusion. The patient involved in this complaint met the criteria for potential inaccurate readings outlined in the IFU. There was no device malfunction.

Event description:
It was reported that during a patient event, the treatment of hypotension was delayed due to the difference in readings between nibp and ibp. The patient subsequently died of septic shock.